Manufacturer narrative:
The probable root cause is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port monopolar curved scissor instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during central processing, the single port monopolar curved scissor instrument was observed to have a damaged tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that the monopolar curved scissor instrument, was not used on the patient when a damaged tip was identified, as the damage was discovered in sterile processing prior to the surgical procedure. Consequently, there was no patient injury or harm reported. It was also confirmed that no fragments fell into the patient since the item was identified before the surgical procedure began.